Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, not enough data is available within the report to identify root cause. The technical service representative (tsr) reviewed proper procedures per the user manual with the hp. A batch review was performed with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm and a se 2367 alarm on the homechoice (hc) unit during dwell 7/7. The home patient (hp) stated she was connected at the time of the alarm and had not disconnected prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) explained both alarms and advised the hp to close the clamps to cycle power to clear alarms. The hp confirmed to finish therapy with a manual exchange. No additional information is available at this time.